Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time. The customer¿s blood glucose was 100-400 mg/dl. Multiple attempts were made to follow up with the customer to continue troubleshooting; however, no response from the customer was received.